Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was indicated that the patient received intrathecal drug delivery for chronic pain. It was reported that the patient has had 3 pump over 15 years and learned plenty regarding. The patient had a new pain physician and had seen him twice. It was noted that the physician had missed the pump port 5 times regarding filling the pump and had never offered lidocaine. No patient symptom was reported. No further patient complications have been reported as a result of this event.